Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified left anterior descending artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after pre-dilation with a 3.0mm nc balloon, and intravascular ultrasound showed concentric calcium, the wolverine was inflated to 9 atm and burst upon first inflation. Considering the patients safety, the physician withdrawn the procedure and deployed a stent. The device was removed successfully without any fragments left inside the patient. The procedure was completed using an alternative device. There were no patient complications reported post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.